Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2015 with the following findings: investigators were unable to duplicate the original dim/fading/color spectrum display complaint; during testing, the pump powered on with intact auditory and vibratory alerts but a persistent blank screen display. Upon removal of the pump cover, the display screen was observed to be cracked. A test display screen was used and able to work properly. Unrelated to the original complaint, the battery compartment was noted to be cracked.